Manufacturer narrative:
Concomitant medical products: product ID: 3057-1sc, lot# n350755 , product type: screening device. Product ID: 041828, lot# unknown, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis of the lead found that the lead body was stretched beyond intended length. Continuity was acceptable on the lead. Analysis of the needle found no significant anomaly. The needle was bent 5 cm from the distal end.

Event description:
It was reported the trial lead and stylet was pinched upon being removed from its protective sleeve. Proper deployment was not possible with the pinching. A different trial lead was used and the patient was fine. Information received a little more than a month later indicated the lead in needle came out pinched and would not deploy properly. The other lead in the peel pack looked as though the physician pinched too hard with finger when deploying the lead. The lead then uncoiled a bit, leaving it unusable. It was noted the patient recovered without sequelae. Refer to manufacturer report #3007566237-2013-02446. The event entailed two trials leads and it was unclear exactly what issues pertained to each lead.